Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, version: 3.17. Medtronic representative went to site and performed a system checkout. They noted that the software would freeze in transitions. They uninstalled and reinstalled all application software, and the system then passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not import from a cd into the ent application. The system would only recognize the disc loading unstructured, then take about 10 minutes to pull up the patient list with an estimated 400 slice count. When the representative selected the patient, it would go through loading exams 1-7, but when it was completed there were no exams present. The system has 98% free space with no other patients still on the system.

Manufacturer narrative:
H3) the software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.